Manufacturer narrative:
A review of complaint history for the last 24 months indicated one additional, related report for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pts were involved" (no pt involvement). Product problem(s): "error message was displayed" (device displays error message). A site rep reported that after surgery, while clearing the machine, the fluidics became disabled. No pts were affected and there were no pt injuries reported.